Manufacturer narrative:
Date of event: exact date unknown, event occurred several months ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2366-50 serial: (B)(4). Batch: 13863863 / 13943374 / 13924269.

Event description:
It was reported that the patient had to charge the ipg more frequently and was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted devices were not returned.